Event description:
It was reported that a registered nurse stated that due to her exposure to latex gloves, she has developed a type I latex allergy. She stated that she wore latex gloves made by several different glove mfrs.